Event description:
Same case as MDR ID # 2134265-2013-08257 and 2134265-2013-08258. It was reported that automatic pullback failure occurred. During procedure, it was noted that the motor drive unit was unable to perform auto pullback. Manual pullback was performed to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the product was received with no physical damages observed or noted. The unit passed its functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-08257 and 2134265-2013-08258. It was reported that automatic pullback failure occurred. During procedure, it was noted that the motor drive unit was unable to perform auto pullback. Manual pullback was performed to complete the procedure. No patient injury or complications were reported.